Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. It was noted that the retrospective comparative study included 64 eyes in 58 patients that underwent xen implant. 40 had the semi-open technique and 24 had the standard closed-conjunctiva implant. The events of shallow anterior chamber and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
In the details of a presentation abstract given by a healthcare professional titled "twelve-month outcomes of xen45 gel stent using small posterior incision subtenon ab interno insertion technique (semi-open) compared to standard closed conjunctiva technique for medically uncontrolled glaucoma", the following adverse events were reported: 18% was the needling rate of the semi-open group, and 71% for the standard group ; 2 xen stent erosions occurred in the standard group ; 11 cases of transient choroidal effusion occurred ; 2 cases in the standard group required anterior chamber reformation ; and surgical fail rate in the semi-open group was 2% and 33% in the standard group.